Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 116 ohms. It was noted that there was a gradual increase in the shock impedance measurements. There was no evidence of noise on the rv electrogram (egm), however there was a wide range of intrinsic amplitudes measured on the rv lead. Technical services (ts) provided reprogramming options and troubleshooting steps to check the lead integrity. This rv lead currently remains in service. No adverse patient effects were reported.